Event description:
On 3/15/2000 customer informed baxter sales of 9 donor reactions, which were described as common symptoms associated with apheresis per the customer. These reactions were said to have occurred from 1/1/2000 to 3/15/2000. Four of the nine reactions had occurred on one autopheresis-c instrument, for which was the reason the customer had contacted baxter. Customer requested that baxter evaluate the autopheresis-c instrument. Baxter service personnel identified no problems with the instrument. This report is for donor #3. Donor has been donating since october 1997. No known medications listed for this donor. Prior to plasmapheresis, donor's blood pressure was recorded as 142/98 with the pulse rate at 92. Donor had a meal approximately 60 minutes prior to donation. Approximately 55 minutes into the donation donor complained of feeling lightheaded, diaphoretic and pale. Donation was discontinued. Donor was placed in trendelenburg position and given orange juice with sugar. Donor was released in good condition. Donor center believes this to be a normal reaction known to be associated with plasmapheresis procedures.